Manufacturer narrative:
Philips has investigated this complaint. According to the information collected during planned diagnostic procedure issue got happened and the procedure was completed as planned by restarting the system. It was reported that the system always has an image disk full message. Review of the logfiles confirmed the ¿user msg: exposure not possible. Image disk full¿. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the defective hard disk. Fse replaced the hard disk and recreated the image store. After the replacement of hard disk, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave a continuous memory full error, which can impact imaging. The device was inside clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.